Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular - lv lead exhibited loss of capture and atrial oversensing. A chest x-ray was performed and the lv lead was found to be dislodged. The lv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Correction: b5 - atrial oversensing should be included and h6 - "1438 - over-sensing" should be included.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular - lv lead exhibited loss of capture. A chest x-ray was performed and the lv lead was found to be dislodged. The lv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.